Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a 14cm solero applicator. A right kidney mw was done today in CT, 2-3mm of the white ceramic tip broke off inside of the tumor. Dr. Navid was the attending doctor on the procedure. It was 14cm solero needle with the following information per the physician: the applicator was tested successfully for 10 seconds at 100 watts. The procedure was percutaneous. He said there was no torque, no twisting\bending\curving of the needle either entering or exiting the patient. The tumor size was 45mm length by 35mm width in right kidney. 140 watts was chosen for 6 mins, dr. Navid terminated at the 5-minute mark, one ablation cycle, thinking it was completed. He believes that the tip broke exiting the patient, it was noticed on the post procedure CT scan of the kidney and then the needle was checked to make sure it was from the needle and confirmed to be the needle tip. When the needle was removed from the patient, the CT tech noticed electrical sparks coming from the end of the needle, and it was also noticed by the x-ray student. Saline had been cooled in freezer for a little over an hour before the procedure began. Additional information: he has done four cases with solero and has used competitor systems in the past. Ablation size: 45mm x 35mm additional information: the tm visited the account yesterday and saw the CT and the actual probe and we now realize that 14-15mm of the tip is still in the patient.

Manufacturer narrative:
Received one (1) 14cm probe for evaluation. The applicator was received with the ceramic tip detached from the distal end of the shaft assembly as well as the coax cable and twin pipe tube severed. Only the shaft was received. Approximately 4mm of the tip remained attached, signs of thermal event occurring at tip due to charring and breakage. There were no known manufacturing defects found. The root cause of this type of thermal event could not be definitively determined. Note: it was stated that the coolant saline bag was placed in freezer for approximately 1 hour prior to use. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, item number {16600972-01} which is supplied to the user with the solero applicators contains the following statements: "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." Reference (B)(4). Correction h5, inadvertently not answered in the initial report.